Event description:
A catheter problem was reported: "catheter kinked" and was replaced yesterday i.e. (B)(6) 2011. Following the procedure the catheter was not primed properly. Pump was programmed at 6.698 mg/day of dilaudid 50 mg/ml. A 0.1255ml had been delivered as of the date of this report; priming bolus to fill the remaining portion of catheter was to be done. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that "that the patient is now doing fine and receiving good therapy". The patient's pump was for pain management. "She had shown symptoms of a return of her pain during this incident".

Event description:
It was later reported that the patient heard her pump alarm; the alarm was not confirmed by telemetry. It was stated that the alarm "reportedly sounds like a critical alarm due to stopped pump period beyond 48 hours", following the recent catheter revision.